Manufacturer narrative:
D9: unknow device return date. The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. Operational status was found to be ¿discharged disabled due to a current issue¿ and ¿discharge fault¿. The battery failure alarm was due to a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that a complainant had an observed battery failure in a non-patient use. The console was in the hospital offices. The IFU states should the battery or automated impella controller (aic) fail in patient use to use a backup console.